Event description:
Reportedly, the surgeon selected the incorrect reload size against the advice of the rep, who explained that tissue was too thick to be using that size load. The surgeon went ahead and used the load anyway, and the staples malformed. Immediately the procedure was converted to open due to incomplete staple line formation. Reportedly, after the procedure, another surgeon agreed to fire the green load on the same specimen to compare and for educational purposes for future cases. Surgeon agreed a larger load should have been used in this procedure.